Event description:
Experiencing abnormal discomfort/pain in vagina/vaginal area. Lower abdominal discomfort, as well. On (B)(6) 2010, a transvaginal sling placement was performed at (B)(6) hosp, which is located in (B)(6). The MFR of the mesh sling was boston scientific (transobturator sling placement).